Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of multiple occurrences of questionable inr results from their coaguchek xs meter serial number (B)(4) compared to the laboratory method of "chronometric neoplastin ci sta r stago." This medwatch will cover the unknown strip lot. Please refer to medwatch with patient identifier (B)(6) for information on strip lot 34521313. On (B)(6) 2018 the result from the meter with an unknown strip lot was 4.9 inr. The laboratory result was 3.46 inr. On (B)(6) 2018 the result from the meter with strip lot 34521313 was 4.2 inr. The laboratory result was 3.08 inr. The customer's therapeutic range was requested but was not provided. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.